Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI, and an error alarm occurred. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase. See scanned page.